Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a skin infection from his sensor. Customer's blood glucose is 238 mg/dl. He said he has a yellow head about a millimeter across his skin and it is all red around his last sensor insertion site. The yellow head has discharge. Customer has been putting ointment on the infection to treat it. It is located on his abdomen, and he has had it for over two weeks. Customer uses proper site preparation. He cleans the site with antibiotic gel. Customer was advised on proper hand washing aseptic techniques and told to speak to his doctor about the infection. Nothing further reported.